Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump¿s black box recorded two loss of prime warnings on (B)(6) 2014 due to a non zero force reading. The pump was exercised for a 24 hour period without any loss of prime warnings or other related alarms. The single zero force ¿loss of prime¿ warning in black box was related to a cartridge event. The force sensor was calibrated and found to be within specification. The customer complaint could not be duplicated with investigation.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.